Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data was collected and analyzed. Analysis of the data indicated the impedance on the right atrial (ra) lead was beyond the expected upper range. Also indicated were out-of-range lead impedance alerts on 2013-(B)(6). The impedance trend varied between 408 ohms and 2224 ohms throughout the record.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pacing lead was capped and replaced due to high impedance. No patient complications have been reported as a result of this event.